Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the preliminary engineering inspection of the esheath a liner strand was observed. As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, while advancing a 29mm sapien 3 valve and delivery system through a 16fr. Esheath, ¿some¿ resistance was felt. Once the valve crossed the esheath, it was observed that some of the valve frame struts were bent. It was speculated that the bent struts were either due to the crimping process or to the difficulties introducing the valve into the esheath. The valve, delivery system and sheath were withdrawn. ¿some¿ damage was found in the esheath after the withdrawal of the delivery system/valve. Another kit was prepared and the new sapien 3 valve was implanted without consequences to the patient. The valve, delivery system and esheath were returned to edwards lifesciences for evaluation. During the pre-decontamination evaluation of the esheath, a liner tear, approximately 5.25 inches from the distal tip, and a liner strand, approximately 5.25 inches from the distal tip, were observed. Information regarding the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided.

Manufacturer narrative:
Additional information: evaluation codes; the esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a liner strand approximately 5.25 inches in length from the distal tip. The liner was torn approximately 5.25 inches from the distal tip. Soft tip damage and scratches on the sheath shaft were also noted. No imagery or photographs from the case were provided for review. No functional testing could be performed due to the condition of the returned esheath. Dimensional analysis of the liner thickness along the length of the tear was performed. All measurements met specification. Lot history review revealed no other similar complaints for sheath shaft ¿ resistance with delivery system, sheath shaft ¿ damaged or sheath shaft ¿ liner strand. One other complaint for sheath shaft ¿ liner torn was found. Complaint history review from january 2018 through december 2018 for the edwards esheath introducer set (for all models, 16fr.) Revealed other returned complaints for sheath shaft ¿ resistance with delivery system. One complaint was confirmed. Available information suggested a potential manufacturing non-conformance may have contributed to the reported event. No potential manufacturing non-conformances were identified in the other complaints that were confirmed or in the complaints that were not confirmed. Available information suggested patient/procedural factors may have contributed to the reported events. Complaint history review from january 2018 through december 2018 for the edwards esheath introducer set (for all models, 14fr and 16fr.) Revealed other returned complaints for sheath shaft ¿ damaged. No potential manufacturing non-conformances were identified in the complaints that were confirmed and in the complaints that were not confirmed. Available information suggested patient/procedural factors may have contributed to the reported events. Complaint history review from january 2018 through december 2018 for the edwards esheath introducer set (for all models, all sizes) revealed other returned complaints for sheath shaft ¿ liner torn. The other similar complaints were confirmed, but no manufacturing non-conformances were identified in the returned devices. Available information suggested patient and / or procedural factors may have contributed to the reported events. Complaint history review from january 2018 through december 2018 for the edwards esheath introducer set (for all models, all sizes) revealed other similar complaints for sheath shaft ¿ liner strand. The complaints were confirmed, but no manufacturing non-conformances were identified. Available information suggested patient and / or procedural factors may have contributed to the reported events. A review of the complaint history revealed the occurrence rate did not exceed the december 2018 control limit for the appropriate trend categories. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the esheath shaft undergoes multiple 100% visual inspections using minimum 3x magnification. During final inspection, the esheath undergoes 100% inspection by manufacturing and quality. After sterilization, sheath expansion was performed as part of the product verification testing on finished devices under a sampling plan. All samples passed the product verification testing. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints for sheath shaft ¿ resistance with delivery system, bc, sheathe shaft ¿ damaged, sheath shaft ¿ liner torn and sheath shaft ¿ liner strand were confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint events. Although a definite root cause for the reported events could not be determined, it is possible that procedural factors (improper flushing/wetting of the devices, incomplete or improper valve crimping) may have contributed to the reported difficulties advancing the delivery system through the sheath (high push force). In addition, patient factors (vessel calcification, tortuosity) may have damaged or weakened the liner material, making susceptible to tearing when advancing the delivery system. As reported in the event description, bent valve frame struts were observed once the valve crossed the esheath. The bent struts may have caught on the sheath liner either during insertion or upon withdrawal of the delivery system, creating the liner strands and liner tear. It is likely that all of the reported events (resistance with delivery system, shaft damage, liner tear and liner strand) are related to the resistance during delivery system insertion through the sheath. The subsequent retrieval likely caused the liner tear and strand. Available information suggests that patient/procedural factors (access vessel calcification and bent valve struts) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates for their respective trend categories did not exceed the december 2018 control limits. As such, no corrective or preventative actions are required at this time.